Manufacturer narrative:
Literature citation: inglis, s. S., rosenbaum, a. N., rizzo, s. A., anderson, j. H., yalamuri, s., spencer, p. J., villavicencio, m. A., & behfar, a. (2024). Novel left ventricular unloading strategies in patients on peripheral venoarterial extracorporeal membrane oxygenation support. Asaio journal, 70(5), 396¿403. Https://doi.org/10.1097/mat.0000000000002136. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system: section: warnings & cautions: warnings; section: pre-support evaluation; section: impella cp with smart assist catheter insertion; section: axillary insertion of the impella cp with smart assist catheter; section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Abiomed japan conducted a literature review that included: novel left ventricular unloading strategies in patients on peripheral venoarterial extracorporeal membrane oxygenation support. The review monitored 21 patients who were implanted with an impella device for mechanical circulatory device. 19 patients received an impella cp implant. During support of these 19 patients, there were two reports of bleeding requiring cannula reconfiguration, one report of bacteremia, four reports of infection without bacteremia, one report of thrombosis, one report of stroke, four reports of limb ischemia, six reports of acute renal failure requiring continuous renal replacement therapy, and five reports of shock liver. The correlation between these adverse events and the implanted pump is unknown.

Manufacturer narrative:
The investigation for the access site bleed, sepsis, thrombus, renal failure, and ischemia has been completed. Tthe device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, sepsis, thrombus, renal failure, and ischemia could not be determined.